Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A direxion hi-flo was selected for use. During the procedure, difficulty in advancing the catheter was encountered and the device was pulled off the wire. The 'j' tip of the direxion broke off. The catheter and the tip were both on the wire. Procedure was completed using a different device. No patient complications were reported.